Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. An as received with reduced dwell simulated treatment was performed on the cycler and passed. The cycler underwent and passed a touch screen test, voltage verification check, teach pumps test, system air leak test, valve actuation test, and patient sensor calibration check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid on the bottom cover behind the front panel assembly. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that a peritoneal dialysis (pd) patient was in the hospital due to fluid overload. During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient was admitted to the hospital on (B)(6) 2024 for dyspnea and was diagnosed with fluid overload (approximately 4.0 kgs over estimated dry weight). The pdrn reported the patient is frequently non-compliant with performing ccpd therapy, attending medical appointments, and fluid/dietary restrictions. The pdrn stated the patient chose not to perform ccpd therapy for >10 days, which caused the fluid overload. Following admission, the patient received a temporary hemodialysis (hd) catheter (not a fresenius product) and is undergoing daily hd for increased ultrafiltration (uf). The patient remains hospitalized as of (B)(6) 2024 and is recovering from the serious adverse events. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) malfunction or deficiency.

Event description:
It was reported that a peritoneal dialysis (pd) patient was in the hospital due to fluid overload. During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient was admitted to the hospital on (B)(6) 2024 for dyspnea and was diagnosed with fluid overload (approximately 4.0 kgs over estimated dry weight). The pdrn reported the patient is frequently non-compliant with performing ccpd therapy, attending medical appointments, and fluid/dietary restrictions. The pdrn stated the patient chose not to perform ccpd therapy for >10 days, which caused the fluid overload. Following admission, the patient received a temporary hemodialysis (hd) catheter (not a fresenius product) and is undergoing daily hd for increased ultrafiltration (uf). The patient remains hospitalized as of (B)(6) 2024 and is recovering from the serious adverse events. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) malfunction or deficiency.

Manufacturer narrative:
Clinical investigation: a temporal relationship does not exist between ccpd therapy utilizing a liberty select cycler, and the patient¿s serious adverse events of fluid overload, characterized by dyspnea, which warranted hospitalization and emergent hd therapy, as the patient failed to perform any ccpd therapy for >10 days. The pdrn attributed causality to the patient¿s non-compliance to ccpd therapy and treatment plan (i.e. Fluid/dietary intake). Per the pdrn, the serious adverse events were unrelated to any fresenius device(s) and/or product(s) malfunction or deficiency. Fluid overload is a common finding among non-compliant dialysis patients and is frequently multifactorial in origin. Based on the information available, the patient¿s liberty select cycler can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.